Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22aug2019. The customer contacted product support and reported that no repair will be done on this unit. Per hospital biomedical engineer the unit will be scrapped/disposed and will not be used.

Event description:
The customer reported that the power cord has melted resulting in a no alternating current (ac) power condition. The customer reported that the unit was in use on patient , but there was no patient harm reported.